Event description:
Rn attempted to place power-glide mid-line in the right basilica vein. The vein was accessed and the guide wire was thought to be launched into the vein. When retracting the device intact, it was noted that the small flexible guide-wire at the tip was missing. The tourniquet was left gently tied to prevent migration if it was in the vein. Primary rn notified the physician and a cxr/humerus x-ray was obtained. Patient was comfortable and stable without any signs of distress. Dry sterile dressing was applied to the attempted insertion site after hemostasis was obtained. It was thought that this device was manufactured without a guide-wire in it.